Event description:
It was reported that the doctor was performing an lavh. It was reported that the doctor attached shears to the handpiece, passed pretest and started to perform the case when the generator gave a long solid tone and an error 5 instrument error. The doctor tried a second shear, tested the instrument and handpiece, passed the pretest, started the resection again and received another error 5 instrument error along with a long solid tone. The doctor didn't have another handpiece to use and decided to use ligasure to complete the case with no py consequence.